Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 10-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 13-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2026-00059 for the first event. It was reported the catheter ruptured. The reporter stated, "I feel these are clear cases of operator error and force through kink or clog." Additional information received noted the device was in place from on (B)(6) 2025 through on (B)(6) 2026. The break was noticed on removal. It was difficult to identify where the break occurred. The clinician noted "hard to tell numbers are blurry from dwell, on x-ray kink was past [gastro-esophageal junction] but not by much maybe 5-6 cm past. Ballooning visible." The rupture occurred inside of the patient. The patient was using the tube for continuous feedings. The device was used for oral and/or crushed medications. Documentation shows the tube was flushed approximately on average once a day. The device was flushed manually. There was a history of the tube clogging prior to the rupture. The clinicians used clog zapper to try and remedy the clog. A new tube was placed and feedings were continued. The patient required additional x-rays and tube replacement. There was no reported injury.